Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a malfunction of "turns itself off" was not confirmed or reproduced during product evaluation. Due to refusal of the estimate by the customer, no assignable cause was made. The pump was returned unrepaired. This device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. A device history review was performed with no exceptions during manufacturing found.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with "turns itself off". This condition had the potential to interrupt delivery. The event was reported to have occurred when the patient used the restroom in pediatrics. According to the hospital representative, there was a patient involved however there was no patient injury or medical intervention reported related to the device. No additional information is available. The user interface module software version is unknown at this time.